Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report a no delivery alarm during the manual prime, as well as the customer being hospitalized. The customer's blood glucose levels were in the 200 mg/dl range at the time of the call. The customer's mother did not want to troubleshoot. She only wanted the insulin pump replaced. Nothing further was reported.